Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "total hip revision. Pt came in with pain. Dr took an x-ray and discovered the cup was rotated inferiorly. When surgeon removed the hardware, cup was loose, stem was well fixed, but had to be removed. Replaced with a 60mm tritanium revision cup, 44 liner, restoration ha 155 9 x 13 stem and a 44 c-taper head."